Event description:
According to the reporter: the patient had an infection in the wound of the skin, a couple of days after the thyroidectomy. He/she had to got to the emergency department where he/she received antibiotic. The patient has recovered well. The surgeon thought that the veriset might be the reason for the infection. He also said that the reason might also be anything else that used in the operation. The surgeon does not want to use veriset at the moment. Product has not been re-sterilized prior to this incident. No extension of surgery time by more than 30 minutes, no blood loss of more than 250 cc, no extension of the incision of mor than 1 inch, no unanticipated or irreversible damage to vascular tissue, nothing fell into patient cavity. No reinforcement material.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Surgery date: (B)(6). Reason for surgery: struma. Date infection diagnosed: I'm not sure but dr. (B)(6) said that the patient got the infection couple of days after the thyroidectomy. How was this infection diagnosed? The patient had to go to the emergency department where he/she got the antibiotic. I understood that the doctor had saw that the wound of the skin was infected. Culture? Dr. (B)(6) didn't mention about that but normally they take the culture in this kind of situation. I don't know the comorbidies of the patient. I met dr. (B)(6) today and he told me more about this infection case. They had also done the culture and they didn't find any bacteria. He had also met the patient again and he/she had recovered well. Dr. (B)(6) also suspected that could the reaction be some kind of allergy. Per further information, this was not an infection and may be an allergic reaction. Wound culture without bacteria. We have the first misc code as infection which based on this new information is no longer applicable.